Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "dr. Experienced an occluded vessel post manta closure. Another dr. Restored flow by placing a stent." Additional information: "the dr. Deployed the device. There wasn't any anterior or posterior calcium present , and the vessels were on the larger side with good ultrasound guided access. The 18f device was used with the valve. There appeared to be a dissection above the foot plate, it is unknown if that was the cause of the occlusion that shut down the profunda. The dr. Had to go retrograde because the wire was subintimal to restore flow back to the profunda using a balloon and regular (non-covered) stent. Flow was restored and patient is fine."

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73b2400749 manta 18f indicated no impact related to the device, no reworks, or other related issues, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Access was gained via ultrasound guidance. Following deployment, a post-angiogram indicated an occlusion blocking flow to the profunda, and a dissection superior to the manta anchor. Dissections are a common event in large bore procedures. It is inconclusive if the dissection was caused during the procedure, or by the manta closure device. Since the wire was subintimal, the physician deployed a retrograde balloon angioplasty and non-covered stent to restore flow to the profunda. The patient outcome was fine post-procedure. The device was successfully implanted. The root cause of the blocked flow to the profunda is likely due to the formation of an occlusive dissection flap likely disrupting the blood flow. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: "doctor experienced an occluded vessel post manta closure. Another doctor restored flow by placing a stent." Additional information: "the doctor deployed the device. There wasn't any anterior or posterior calcium present , and the vessels were on the larger side with good ultrasound guided access. The 18f device was used with the valve. There appeared to be a dissection above the foot plate, it is unknown if that was the cause of the occlusion that shut down the profunda. The doctor had to go retrograde because the wire was subintimal to restore flow back to the profunda using a balloon and regular (non-covered) stent. Flow was restored and patient is fine."